Event description:
A neotrend-l sensor was connected to the hub of an umbilical artery catheter. Insertion of the sensor into the catheter was attempted, but was unsuccessful. Blood backed up into the sensor advancement lock. No report of harm or injury to the pt has been received. The sensor was returned to the MFR (diametrics medical limited) for investigation.